Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between lens and probe occurred due to handling mistake of the customer or due to wear/damage caused by increase in time and use. The lens chip/damage occurred due to physical stress caused by dropping or hitting the device to the hard surface/object or due to chemical stress that occurred during cleaning/sterilization process. The event can be detected/prevented by following the instructions for use which state: ¿[warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Upon evaluation of the device the following issues were found: a gap between acoustic lens and ultrasound probe and the acoustic lens was chipped and damaged. Additional evaluation findings were as follows: lock engagement lever has a scratch and due to wear, up/down knob cannot be locked securely, the celling plate-plate in the control body unit-plate was deformed, the suction cylinder had discoloration and was deformed, the sheet holder unit had corrosion due to water leakage, the acoustic lens had a scratch, the distal end had a scratch, the adhesive part on the bending rubber was worn, the play of up/down knob was out of the standard value, the bending angle in right / up / down directions did not meet the standard value all due to wear of the angle wire and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, gf-uct180, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap between acoustic lens and ultrasound probe and the acoustic lens was chipped and damaged. There was no patient involvement. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.